Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mitral valve replacement procedure, an alleged product issue was identified with the hancock ii mitral valve, as mitral regurgitation was noted on a transesophageal echocardiogram. A problem with one leaflet of the valve was discovered, leading to the valve being replaced with a non-medtronic product. It was reported that during the procedure, the operation took longer than expected, and there was an extended cross clamp time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve was discolored showing evidence of blood contact. Small needle holes noted in the sewing ring show placement of implantation sutures. All leaflets are in the closed position. All leaflets are slightly stiff but flexible. A tear of puncture through the tunica of the right cusp adjacent to the point of coaptation appears consistent with a puncture or laceration by a sharp instrument, such as forceps during implant. The non-coronary and left cusps are intact. All commissures are intact. D9: updated. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.